Event description:
It was reported that the patient's implantable cardiac monitor (icm) had failed to sense r waves. Although the icm was repositioned by the physician, the issue of failure to sense r wave persisted. The clinic will continue to monitor the patient. The patient was in stable condition.